Manufacturer narrative:
Block h6 (device codes): problem code 3191 captures the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii access & delivery catheter was analyzed, and a visual evaluation noted that no elevator marks were noted on the shaft of the catheter, no damage was noted, and witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. No other problems with the device were noted. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. The reported event was not confirmed. Product analysis was unable to replicate or identify any problem that could have caused or contributed to the reported event. The returned unit had evidence of normal use in the form of elevator marks on the shaft. A device history record review (DHR) confirms the device met all manufacturing specifications, and therefore there is unlikely a problem related to manufacturing. A review of the risk documentation confirms that the problem is not a new or unanticipated event, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the complaint investigation conclusion code selected for the visualization problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the spyscope ds ii was plugged into the controller, no image was displayed on the monitor. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the spyscope ds ii was plugged into the controller, no image was displayed on the monitor. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.